Event description:
It was reported to philips that the customer requested just a replacement power supply with no engineer evaluation. There was no reported patient involvement/adverse patient impact.